Event description:
The customer's husband stated that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 375 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the initial prime test. However, after changing the infusion set, the prime test passed. A tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.